Manufacturer narrative:
Manufacturing engineer evaluated the device and indicated the screw is broken off just below the head. The head is still locked in the plate and will remain so to preserve integrity of the failure condition. The locking head and the 4.93mm shaft diameter suggest that this may be of the 212_201 family of screws. If so, the (calculated) length of 48.69mm would make this a 212.218. The shaft is in relatively good condition. There are indentations near the break, consistent with an extraction. There are three minor dents with displaced material in the thread major diameter approx. 12mm from the tip of the screw. These marks form a line that is approximately 35 degrees relative to the centerline of the shaft. There is some minor flattening of the major diameters in this area also. The flutes and tip are in good condition. All measurements that could be taken were found to meet specification. Without a lot number the device history records review could not be completed. Catalog #: the brand name and the catalog number were reported as unk - screw locking, the part number is unknown and cannot be confirmed; therefore, the brand name and/or catalog number is not available.

Event description:
During a surgery on (B)(6) 2012, a patient was implanted with a plate and eight screws. Patient presented on (B)(6) 2012 complaining of pain, and x-rays revealed a broken plate. On (B)(6) 2012, the hardware, a broken plate, broken locking screw, and seven other screws were removed. The patient was and revised with identical plate and screws. All parts were returned. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.